Event description:
It was reported the patient received the following results within 15 minutes: 430 mg/dl (system 1/strip lot 103405) and 193 mg/dl (system 2/unknown strip lot).

Manufacturer narrative:
Case with patient identifier (B)(6) (system 1) is related to case with patient identifier (B)(6) (system 2).